Event description:
It was reported that the asymptomatic patient presented to the operating room for change out due to normal eri. Externalized conductors were observed between the shock coils. No electrical anomalies were detected. Lead will be monitored. Patient condition is good.